Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Device reprogramming will be implemented at the next follow-up in clinic. The patient was stable and will continue to be monitored.